Manufacturer narrative:
Lit ref: https://doi.org/10.1016/j.acvd.2017.08.007. If information is provided in the future, a supplemental report will be issued.

Event description:
The aim of this study was to report indications, interventional techniques and procedural outcomes for pci in children. Medical records of all children in whom a pci was attempted between 1998 and 2015 were systematically reviewed. Bare-metal stents (bmss) were placed in six procedures,bms implanted included integrity bms. Patient 3 presented with heart failure. An integrity bare metal stent was implanted in the left main. Approximately 4 months later , the patient presented with chest pain and abnormal ECG. Intrastent restenosis of the lad, cx was treated with bms.